Event description:
A physician reported that probe could not cut properly, could only produce bubbles but could not cut during the vitrectomy surgery. The surgery was completed but unknown how it was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).